Event description:
On july 26, 2007, the lay user/pt contacted lifescan alleging her one touch ultra smart meter was reading inaccurately low. The medical affairs sent two follow-up emails to the customer service rep (csr) in spain to contact the pt but has not received a response. In 2007, the pt took a blood test on her meter and obtained a reading of 132 mg/dl. She took a lab reading within 10 minutes and obtained a result of 533 mg/dl although she was unaware of the result until a few weeks later. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. A week later, on approximately seven days later, the pt sought attention from emergency services suffering from symptoms of fatigue and sweet-smelling breath with a high ketone level. The ketone reading was not specified. The pt attributes the symptoms she suffered to a change in her diet regimen based on meter readings. Emergency services administered a "[slow not fast]" insulin and the pt does not remember the exact type. The csr determined during the troubleshooting telephone call the pt's testing technique was correct and the puncture area was cleaned correctly. The meter was set to the correct unit of measure and calibration code number. The test strips were in good condition and within expiration dating. The result was verified in the meter memory. A quality control test was not performed as the pt's control solution had been opened past the discard date. This complaint is being reported because the pt alleged she obtained inaccurate low readings, changed her diet based on those readings, and became hyperglycemic. The calculated difference of the meter result compared to the lab method exceeded lifescan's criteria for accuracy.